Event description:
The report from the affiliate indicated that: a patient with a history of pci and CABG underwent an elective procedure to the 2.4mm distal cx. The vessel had 69% stenosis; tortuosity was unknown. The de novo lesion was type c, concentric, diffuse, moderately calcified and bifurcated, with no preexisting clot. A radial approach was chosen for the procedure. After predilation, a 2.5x18mm cypher stent was deployed at 14atm for 16-30 seconds. The site was not postdilated. A vessel dissection occurred at the distal end of the lesion during the deployment of the cypher; it was moderated. A 2.5x18mm cypher stent was placed at 16atm to treat it (inflation times unknown). The patient was discharged two days later on aspirin, ticlid and warfarin at their preprocedure doses.